Event description:
It was reported that during a tlh procedure, the device which part is desufflation lever's rubber was torn down during op. It took time more than expected to find rubber. No pt consequence. One device returning.